Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Date of event: date estimated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. The reported patient effect of atrial septal defect (asd), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, a cause for the reported patient effect of atrial perforation cannot be determined. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling. Literature attachment: provisional closure of an iatrogenic atrial septal defect for shunt reversal after transcatheter treatment of tricuspid regurgitationna - attachment: [article.pdf].

Manufacturer narrative:
Date of event is estimated. Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system(s) referenced are filed under a separate medwatch report number. Article titled, provisional closure of an iatrogenic atrial septal defect for shunt reversal after transcatheter treatment of tricuspid regurgitation.

Event description:
This is filed to report an atrial septal defect (asd). It was reported through a research article that a mitraclip procedure was performed to treat mitral regurgitation. However, due to short term failure of the mitraclip, the patient presented with dyspnea and increased mitral regurgitation (mr). Therefore, mitral valve replacement surgery was performed. After the procedure, transesophageal echocardiogram (tee) revealed a bidirectional shunt flow through the residual iatrogenic atrial septal defect (asd). To close the asd, a 14mm amplatzer device was used. Please see article for details. No additional information was provided.